Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100743858. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100757122. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported symptoms of erosion and urinary retention are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed; erosion related symptoms, and retention related symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptoms of erosion and urinary retention are known risks associated with this device type and indicated as such in the instructions for use. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urethral erosion and urinary retention. It was also noted that the cuff was too tight. A surgical procedure was performed to remove the cuff; however, the balloon and pump were left implanted while the patient heals from the erosion. A new cuff will be implanted once healing is complete. No further patient complications were reported.